Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/19/2019. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch lp8bljp0, mfg date: 12/1/2017; exp date: 5/31/2023. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch lp8bljp0. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please verify the lot number as it may be invalid. Could it be lp8bljp0 instead of lp8bljpo? Yes, regarding the lot number. I am picking up the sutures of the same lot so will be able to confirm this myself also on that day.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture snapped. There were no adverse patient consequences reported. No additional information was provided.